Event description:
It was reported that an 840 ventilator had a compressor with a leak in it. At this time it, is unknown if there was patient involvement. A service engineer (se) inspected the device and found the compressor to not pressure cycle when fully charged. To address the failure, the se replaced the compressor printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Correction: device code. Device evaluation: the compressor printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No errors were recorded in the error logs. No fault was found with the returned compressor pcb. If information is provided in the future, a supplemental report will be issued.